Manufacturer narrative:
Additional parts involved in event:part no. Ft230b 1.6 cannulated drill bitfr230b 2.3 mm screws, cannulated countersinkbr101dt .8mmx120mm k-wire

Event description:
It was reported that while attempting to hand drive the screw in, the surgeon could not get the screw to fully seat. Screw was removed and procedure was completed with a different system. Patient outcome: no adverse effect reported as a result of this event.